Manufacturer narrative:
Additional information: on 1/30/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was found on the anterior aspect and extending to the posterior. Shell abrasion was found within crease on the posterior view. Leak testing was performed in accordance with mentor procedures revealed a tear measuring approximately 0.1 cm within shell abrasion. The evaluation determined that the rupture is consistent with the shell abrasion. However, gel bleed could not be confirmed since the integrity of the shell was compromised due to the rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device. By the other hand, shell abrasion is defined as a material separation occurring in the smooth layer and can eventually progress through the shell of smooth devices. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast assymetry and gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast surgery with 510cc mentor memorygel breast implants and experienced breast assymetry on the left side postoperatively. As a result, the patient underwent device removal and replacement with a 490cc mentor memorygel breast implant, catalog number 3507490mc, serial number (B)(4)on (B)(6) 2020. Upon explantation, it was discovered the patient also experienced gel bleed on the left side.